Event description:
The pt was implanted with a spectra penile prosthesis (spp) on (B)(6) 2011. The entire device was removed due to a malfunction on (B)(6) 2012 and an ambicor penile prosthesis device was implanted in the pt. Add'l info was requested, but not provided.